Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5134007, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: 23468986, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief in the low back. The patient underwent a revision procedure wherein the leads and clik anchor were replaced. The patient was doing well postoperatively.